Event description:
It was reported when using the bd pyxis medstation es system was in disconnected mode and prevented user from retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a communication issue. The technical support specialist confirmed that there was no issue. The system functioned as intended after the technical support specialist troubleshooted the device.